Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7096551/7096818.

Event description:
It was reported that the patients wound was opened and had developed a small hole over ipg site where a clear fluid was noted. The patients wound was cleaned and covered with sterile strips and medical dressing. Antibiotics were prescribed. Additional information received that the patient had a pocket infection and fluid collection at the lead site. The patient underwent a pocket revision. It was noted that during a postoperative visit, poor wound healing with dehiscence and wound breakdown of right flank were noted. The physician elected to explant the ipg only as the patient was unable to withhold on blood thinners. The patient was doing well postoperatively and the explanted device will not be returned per facility policy. It was also noted that the patient was having trouble charging the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7101979/7103188.

Event description:
It was reported that the patients wound was opened and had developed a small hole over ipg site where a clear fluid was noted. The patients wound was cleaned and covered with sterile strips and medical dressing. Antibiotics were prescribed. Additional information was received that the patient had a pocket infection and fluid collection at the lead site. It was also noted that the patient was having trouble charging the ipg. The patient underwent a pocket revision. It was noted that during the postoperative visit, poor wound healing with dehiscence and wound breakdown of right flank were noted. The physician elected to explant the ipg only as the patient was unable to withhold on blood thinners. The patient was doing well postoperatively and the explanted device will not be returned per facility policy. Additional information was received that the leads that remained were exposed through the area of dehiscence at the prior ipg site and a yellow-greenish serous drainage was noted. The incision had opened up and patient developed an infection. The patient underwent an explant of all the remaining leads. The patient was doing well postoperatively and the explanted devices were not returned.

Event description:
It was reported that the patients wound was opened and had developed a small hole over ipg site where a clear fluid was noted. The patients wound was cleaned and covered with steri strips and medical dressing. Antibiotics were prescribed.